Event description:
During an atrial fibrillation procedure, it was reported that there was a decrease in the patient¿s blood pressure and echo confirmed a small pericardial effusion. The heparin was stopped and all the devices were removed. A pericardiocentesis was performed, the case was aborted and the patient was sent to recovery in stable condition. On (B)(6), received additional information requested from bwi representative stating that during the left atrium (la) mapping, the physician noticed an effusion on intracranial echo that was not present at baseline. The patient required hospitalization and the outcome of this adverse event is pending. The physician¿s opinion regarding the causality of this adverse event was procedure related.

Manufacturer narrative:
As the lot # 16039547ma was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: carto 3 system: us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Product: coolflow irrigation pump: us catalog # cfp002, serial # (B)(4). Product: soundstar 3d diagnostic ultrasound catheter: us catalog # sndstr10g. Serial # (B)(4). Product: webster cs catheter with ez-steer technology: us catalog # bd710df282rts, lot # 16008927m. Product: lasso 2515 nav eco variable catheter: us catalog # d134301, lot # 16010413l. Product: preface guiding sheath with multipurpose curve: us catalog # 301803m, lot # 15974642 & 16004532. Product: heartspan transseptal needle & stylet kit: us catalog # unknown, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4) during an atrial fibrillation procedure, it was reported that there was a decrease in the patient¿s blood pressure and echo confirmed a small pericardial effusion. The heparin was stopped and all the devices were removed. A pericardiocentesis was performed, the case was aborted and the patient was sent to recovery in stable condition. The returned device was visually inspected upon receipt and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and screening test and catheter passed both. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The screening test demonstrated that the force feature was properly working. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.